Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had no auditory response since end of (B)(6) 2020, and abnormal impedance values were observed. After observation for a month, no improvement was seen, and the impedance values were still abnormal. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no auditory response since last month (end of (B)(6) 2020) and abnormal impedance were observed. After observation for a month, no improvement was found and the impedance was still abnormal. The user has been re-implanted.